Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, following lead-header connection, no signal was present and impedances were measuring over 400 ohms. The electrode was removed and replaced; however, no improvement observed. The device was then also exchanged at which time normal signals were exhibited and the procedure concluded. No resulting adverse patient effects were reported and both attempted implant products are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete electrode was returned: one set screw mark was noted on the proximal connector, sensea contact pin, in the correct location. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.